Manufacturer narrative:
Details of complaint: the customer reported that the vital sign monitors were not properly taking nibp readings, and the pump sounded like it was giving out. The readings would always be way too high and had to be double checked manually by med surge staff during preventative maintenance. They did not know what the incorrect readings or expected readings were supposed to be. They did mention the readings were in the 200/90+ range. They were using 3rd party welch allyn quick connect cuffs which are not approved to be used with nk devices. There was no patient harm reported. Investigation summary: the complaint device was returned to nk for evaluation and repair. Repair the technician duplicated the reported problem of "nibp issue." The root cause was determined to be failing hardware, and the pump and valve were replaced. A serial number review of the reported device reveals one similar complaint of nibp issues (ticket (B)(4)), for which it was noted that there was likely a compatibility issue with the customer's welch allyn cuffs and nk nibp hoses. Per the svm operator's manual, the maximum safety and performance from the monitor cannot be achieved with the use of unspecified cuffs. A review of the customer's complaint history shows a total of six complaints issued for svm nibp-related issues. Nk will continue to trend and monitor.

Event description:
The customer reported that the vital sign monitors were not properly taking nibp readings, and the pump sounded like it was giving out. They mentioned that the readings were in the 200/90+ range. There was no patient harm reported.